Manufacturer narrative:
The field service engineer (fse) was dispatched to the site on (B)(4) 2009 to investigate the event. The fse found that aspirate probe #2 had a dirty tip. The fse ran a high sensitivity check which passed within instrument specifications. Also, the fse performed a twenty sample precision run and it passed within expected precision. No definitive root cause could be determined for this event. This is one of two separate MDR reports related to two patient events associated with a single malfunction report on multiple days. Reference MDR numbers: MDR 2122870-2011-02149, 02195 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to elevated accutni (troponin I) results generated on a unicel dxi 800 access immunoassay system for two patients. The customer re-ran the samples and the results were within normal reference range. The initial elevated results were reported outside the laboratory. There are no reports of any adverse patient consequence or any medical intervention to prevent or preclude any adverse patient event.